Event description:
Had mcghan/inamed/allergan silicone breast implant surgery in (B)(6) 2003. A skin rash progressively developed. In (B)(6) 2010, I woke up with a severe sunburn rash on chest. The sunburn continued for the past 2 1/2 yrs. My whole body was covered in a rash. I was put on multiple courses of prednisone to the point my skeletal system became compromised. I visited (B)(6), and ultimately spent 1 week at (B)(6). No one was able to diagnosed. I was put on methotrexate which caused gross hair loss. After 2 1/2 yrs, I decided the only thing left would be to have the implants removed. After surgery, the doctor noticed black rings on the patch edge. They were sent for analysis came back as faulty implants with elevated platinum based catalyst.